Event description:
The dr reported that the customer was hospitalized for low bgs. It was stated that the dr called to check if it's possible for the pump to deliver two separate boluses without the customer's intervention. It was indicated that the customer's propgramming shows one 10u bolus in the evening and one 10u bolus in the morning. The customer informed that they did not deliver the bolus. Troubleshooting was performed. The pump passed the functional testing. When the test was completed the pump recorded properly. The programming on the pump was ok. However, the time on the pump was off by ten minutes and the customer only has one basal rate per twenty-four hours.